Event description:
Surgeon performed a zero-p implantation on a patient diagnosed with degenerative disc disease. While attempting to implant the zero-p the slot broke where the blue portion of the zero-p is attached. It was reported no foreign parts of the broken implant were evident in the wound. Subsequently, the implant was explanted and replaced with a new zero-p implant.

Manufacturer narrative:
Device history record review was performed, no complaint-related issues were noted. Further investigation has not been performed as the device has not been returned for investigation.